Event description:
The images from series 5 to those from series 6 of an axial lumbar scan were reportedly flipped left to right. There was no report of misdiagnosis; however, the concern is for the potential for misdiagnosis that could result in mistreatment.

Manufacturer narrative:
A gehc clinical aplications specialist examined the images and confirmed that the images from series 6 are flipped left to right. Comparison of the patient orientation annotation from series 5 to series 6 shows no change, which means that the annotation on series 6 is also incorrect. Investigation is ongoing.